Event description:
A report was received that during a revision procedure, when the lead was plugged and unplugged into the ipg, the lead got frayed or damaged a little bit. The surgeon decided to leave the frayed lead inside the patient¿s body. The frayed lead showed high impedances but was not affecting the stimulation. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2108-50m serial #: (B)(4), description: scs lead kit, phase 2 sterile package. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.